Event description:
It was reported that while using bd phoenix¿ pmic/ID-107, that a. Urinae misidentified as s. Capitis. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of staphylococcus urinae as staphylococcus capitis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3024078. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. Customer isolate was not viable and therefore not used in investigation testing. Panel batch 3024078 was beyond expiration and a comparable batch was used for investigation testing. To investigate, three comparable panels were tested using in house isolate aerococcus urinae pos 1570 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate a. Urinae pos 1570 on a phoenix m50 machine and evaluated for identification results. All five panels tested identified the isolate as a. Urinae, this complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed three other complaints on this batch, one of which is related to this defect and not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107, that a. Urinae misidentified as s. Capitis. No patient impact reported.